Manufacturer narrative:
(B)(4). Evaluation verified that the spike could not be removed from the unknown set; however it was determined that the cause is not a baxter product malfunction. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection and functional testing were performed. The intravia container was returned connected to an unknown set. During testing it was found that the set would not disconnect from the intravia container. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the administration port of an intravia 250 ml bag was "nearly impossible" to disconnect from a non-baxter set. This occurred after patient infusion of fentanyl (compounded, non-baxter solution) using a non-baxter pump; however, the patient reportedly ¿experienced a delay in treatment/medication delivery because they needed to set up a new infusion set prior to continuing treatment with a new bag.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (Therapy dates) - approximate date of event is sometime since the summer of 2014. The lot number was reported as ur13k15075; however, this lot number is invalid. Should additional relevant information become available, a supplemental report will be submitted.